Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA.

Event description:
It was reported that during the step of the deployment of the second wing, the system didn't pop back to the second stop position. The test of "push pull" seemed to be good. Doctor ejected the system and the implant was deployed on the patient. Manual compression was applied to achieve haemostasis. There was no adverse outcome for the patient. Doctor tried a demo with another device (no patient involved) and had the same problem. Both the device used on patient and the one used on the demo returned for evaluation. During processing of this complaint, attempts were made to obtain complete event, patient and device information.